Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm. The device was received with cracked case at the display window corner. The device was also received with cracked battery tube threads. The device was received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states that they were sitting with a tight seatbelt on, when the button error alarm occurred. The customer's blood glucose is unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.